Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up. A technical support specialist confirmed that the patient record appears when performing a facility search at the device; the patient example was present on the server and correctly displays under facility search. The cx had not followed since and tried to make contact with no avail. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not showing up, and patient information was not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.